Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found a worn sample syringe. The fse replaced the degasser membrane and wash syringe to resolve the issue. The customer performed quality control and passed. The analyzer resumed to normal operation. Beckman coulter internal identifier: case (B)(4).

Event description:
The customer reported obtaining erroneous values of ¿0¿ on almost all patient samples run on their dxc 700 au chemistry system. The were no erroneous patient results reported outside of the laboratory. There was no death, serious injury, or change to patient treatment resulting from the reported event. The customer did not provide patient data or demographics.